Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient's scs patient controller displays the ipg has approximately half of the ipg battery life remaining. A sjm representative met with the patient and reprogramed the patient's system with lower usage parameters. However, the issue persisted and the patient programmer continued to display a false ipg life remaining message. Follow-up information identified the patient's ipg was replaced with a new one.